Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Sheehy jp, chen t, bohl ma, mooney ma, mirzadeh z, ponce fa. Accuracy in deep brain stimulation electrode placement: a single-surgeon retrospective analysis of stereotactic error in overlapping and non-overlapping surgical cases. Doi: 10.1159/000497150. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Sheehy jp, chen t, bohl ma, mooney ma, mirzadeh z, ponce fa. Accuracy in deep brain stimulation electrode placement: a single-surgeon retrospective analysis of stereotactic error in overlapping and non-overlapping surgical cases. Doi: 10.1159/000497150 summary: many surgeons utilize assistants to perform procedures in more than one operating room at a given time using a practice known as overlapping surgery. Debate has continued as to whether overlapping surgery improves the efficiency and access to care or risks patient safety and outcomes. Reported events: 324 patients implanted with 535 leads had an average radial error of 0.87 +/- 0.07 mm and an average euclidean error of 1.25 +/- 0.10 mm.